Event description:
Plaintiff reports initial bilateral implantation 11/76. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or elastomer made of silicone".